Event description:
On (B) (6) 2010, the pt reported an elevated blood glucose reading of 300 mg/dl and she was feeling very sick. Her normal range is less than 140 mg/dl. She said she fell asleep for a few hours and is now feeling better, though she has not yet tested her blood glucose. She stated she removed her insulin infusion headset and discovered the cannula is bent and the headset came out of her body. The pt was educated on the sandwich method and assisted with inserting and priming a new infusion set. Courtesy skin wipes, dressings, and infusion sets were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.